Event description:
The device was damaged, including corroded.

Manufacturer narrative:
Additional information: 4. Mechanical failure found on the bezel assembly 5.the software version of the logic board was unchanged and remained at version 9.17

Manufacturer narrative:
There were multiple proximate causes identified for the report of broke. They are as follows: the right and left iui's were found to be corroded. The iui's must be replaced when signs of corrosion are observed. The rear case was found to be broken due to customer damage. The keypad was found to be delaminated due to customer damage.

Event description:
The device was damaged, including corroded.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.